Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says when they connect to ins they find they are on group b, and were at 3.4 or 3.5v but is confused because they only see setting 1 and said they normally they see the amplitude. Reviewed this is normal and they have to lower or raise amplitude to see the level. During the call they were charging ins with excellent quality and says ins is at 30 percent. Pt charged ins to 40 percent during the call. They then went to the therapy screen and shows stimulation is on, on group b. They increased the stimulation, and it shows 3.7v. They said they aren't feeling the stimulation and "I have had quite a bit of pain lately". Pt says this has been happening "for the last couple months". Pt said they had a "major surgery, the dr replaced my shoulder on (B)(6) and said, "they replaced my shoulder and a couple bones just above my elbow because they shattered when I was in surgery". Pt mentioned calling pats about an unexpected stimulation issue recently and was hesitant to raise the stimulation. They said they felt electrical shocks running down their legs, if the stimulation was up too high. Pt says since this last call they only spoke with hcp and they said to lower the stimulation. Pt moved to group a during the call and moved it from 4.4v and lowered to 3.6v. Pt is going to try this setting and might try group c if group a doesn't help. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Reviewed hcp and rep role and advised contacting hcp if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated for maybe a month or two, especially when they lay down on their bed but also sometimes when they are upright, they would have impulses run all the way down their legs like electrical shocks. Patient had not tried adjusting stim and didn't think it was related to the stimulator until last night/today. Patient then said they had dental surgery yesterday, but they didn't think that had anything to do with their issue, and now this morning their hands were very swollen and they hurt. Patient said they turned stim off a little while ago, and said the impulses stopped, but their hand still hurt. The patient was redirected to their healthcare provider to further address the issue. Patient asked how to change groups and adjust stimulation, but agent was not able to walk patient through information as the implant battery was empty. Patient will charge and call back for assistance changing groups and settings. Patient called back stating they recharged their implant. Patient confirmed controller battery level in red and implant battery at 70%. Agent walked the patient through in turning on the stimulation and decreasing the intensity. Patient was in group band intensity was decreased from 5.5 to 3.6. Patient confirmed feeling comfortable and not feeling the electrical impulses on their legs. Patient asked if the stimulation was related to the pain they have on their hands this morning. Agent redirect patient to follow up with hcp to address new symptoms. Patient mentioned having spine and bone specialist. Patient noted they recently did a surgery on their shoulder.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. After speaking with medtronic, they lowered the amount of stimulation with lowered the impulses, and their device was working correctly. The issue was resolved.